Event description:
It was reported the asymptomatic patient presented in clinic after receiving a merlin@home transmission showing "nsln" due to post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were recommended.